Event description:
It was reported that while the perforator was being used during a neuro procedure, the patient's dura was nicked. It was unknown how the dura was repaired or what additional treatment was required.

Manufacturer narrative:
Device discarded at hospital, unavailable for evaluation. Sales rep reported that resident surgeon allowed visiting medical student to perform bur holes with perforator. It is unknown at this time if this fact is related to the root cause.